Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for parkinson¿s dual, movement disorders. It was reported that the neurosurgeon reported to the rep that the extensions wouldn¿t fully slide into the bottom of the channel on the new rc. A new battery was opened and implanted resolving the issue. The product would be returned for analysis. There were no symptoms reported. There were no further complications reported.